Event description:
A malfunction alarm was reported with a displayed code malf 0. There was no adverse impact to the customer¿s blood glucose level. The customer decided to use multiple daily injections as a backup therapy, and technical support arranged for a pump replacement. The customer was instructed on the return process, including placing the pump into storage mode and using a prepaid label, which they acknowledged.